Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v535394, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the representative reported no healing of the wound after multiple revisions. There was poor wound healing reported. Troubleshooting included prior revisions according to the physician. It was noted explant of the left side (deep brain stimulation (dbs) system) was planned for (B)(6) 2016. The issue was not resolved at the time of report. The patient status at the time of report was alive, no injury. Additional information received 4 days later reported the entire left side was removed and not just partial as there was hardware erosion. It was indicated the patient's surgery was a day later than initially planned. The patient's indication for use was parkinsons dual and movement disorders.